Event description:
Due to osteoarthritis of left hip, on (B)(6)2009, my left hip was replaced with a depuy pinnacle total hip replacement device. In the ensuing year and a half I experienced six instances of partial dislocation and constant pain when walking. On (B)(6) 2010, I underwent a second surgical procedure to correct the problem. The correction included alteration of the cup and placing a liner in it and replacing the titanium ball with ceramic. These problems are the same ones already seen in the depuy asr type of total hip replacement. Dates of use: (B)(6) 2009 - (B)(6) 2010. Diagnosis or reason for use: osteoarthritis of left hip.